Event description:
User received discrepant calcium results for multiple patient samples. User was unable to provide the exact number of patients affected, but said only five corrected reports were documented. The following five patient samples were provided which occurred on (B) (6) 2009. Sample 1, initial gave 1.90; repeat 2.24 mmol per l. Sample 2, initial gave 1.97; repeat 2.32 mmol per l. Sample 3, initial gave 2.09; repeat 2.43 mmol per l. User said no patients were affected by results reported. Corrected reports were documented. Customer declined field service dispatch, stating they recalibrated the calcium application, which resolved the issue.

Event description:
User received discrepant calcium results for multiple patient samples. User was unable to provide the exact number of patients affected but said only five corrected reports were documented. The following five patient samples were provided which occurred on (B) (6) 2009. Sample 4, initial gave 2.03; repeat 2.30 mmol per l. User said no patients were affected by results reported. Corrected reports were documented. Customer declined field service dispatch, stating they recalibrated the calcium application, which resolved the issue.

Event description:
User received discrepant calcium results for multiple patient samples. User was unable to provide the exact number of patients affected but said only five corrected reports were documented. The following five patient samples were provided which occurred on (B) (6) 2009. Sample 5, initial gave 2.04; repeat 2.32 mmol per l. User said no patients were affected by results reported. Corrected reports were documented. Customer declined field service dispatch, stating they recalibrated the calcium application, which resolved the issue.